Event description:
Defib comm error and key button error identified during morning check. No patient involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automated external defibrillator (AED) and the actual device involved was returned by the customer. Testing of the device could not duplicate the customer's complaint, but the failures were confirmed as occurring through the device's log. A visual inspection of the device identifies internal watermarks on both the upper and lower chassis, the display, though still readable, indicated missing pixels and contamination of a cable/connector on the defib circuit board, which highly suggests that the device was subjected to excessive fluid ingress. Since the error code failures could not be duplicated, the cause of the failures is inconclusive but the evidence highly suggest that the event was caused by excessive fluid ingress to the device causing a short circuit during its liquid stage. The connector and associated cable and display were replaced to eliminate the possibility of subsequent failure. The device was cleaned to prevent corrosion, passed all acceptance testing and was returned to the customer.